Event description:
It was reported that the pt expired. The pt had a terminal illness; the cause of death was not reported. Per the reporter, the death was unrelated to the implanted device. The pump contained hydromorphone 1.8 mg/ml; bupivicaine 40 mg/ml; and compounded baclofen 300 mcg/ml. The infusion rate was 0.3333 ml.